Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered repeating faults on the system. The technical service engineer (tse) viewed the system logs and found repeated recoverable errors on the left master tool manipulator (mtml). The tse had the customer hard power cycle the system but the fault returned when it was restarted. The customer had no spare systems and continued the case laparoscopically. The procedure was converted to laparoscopic with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were no additional port incisions made for the conversion and the patient tolerated the change in procedure well.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed an error 32097 on the left master tool manipulator (mtm) and replaced it to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and it was found that error 32097 occurred in the logs, which was confirmed but not replicated during in house testing. The unit was passed the system test and was installed on the sftp then failed on "grip accuracy test post sine cycle (calib_rom_delta), "gravity balance post sine cycle - sh (shoulder_max_fric)", and "gravi balance test post sine cycle - el (elbow_min_margin, elbow_max_imbalance)". After that, the unit passed after running recalibration sequence without any error occurred. 1hr variable speed sine cycle and line screening ¿ passed. Failure analysis replaced the slipring, slipring constraint, o-ring, and lower frame to resolve the issue. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported error 32097 on the mtm attributed to the slipring, slipring constraint, o-ring, and lower frame components of the mtm.